Event description:
It was reported that the bd safetyglide¿ needle experienced blockage. The following information was provided by the initial reporter: something's blocking needle. No air or liquid can pass through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-mar-2023. H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, sixty-six samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-two samples expelled the solution with a normal flow. Twenty-four samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot numbers 1209921, 2094921 and 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1209921. Medical device expiration date: 31-jul-2026. Device manufacture date: 28-jul-2021. Medical device lot #: 2094921. Medical device expiration date: 31-mar-2027. Device manufacture date: 04-apr-2022. Medical device lot #: 2153548. Medical device expiration date: 31-may-2027. Device manufacture date: 02-jun-2022.

Event description:
It was reported that the bd safetyglide¿ needle experienced blockage. The following information was provided by the initial reporter: something's blocking needle. No air or liquid can pass through.